Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on care fusion blue screen. A field service engineer (fse) found the station locked with a blue screen displaying pyxis carefusion. The fse rebooted the unit and accessed administrator mode, where it was observed that the medication application was missing. The fse coordinated efforts to restore the medication application and complete the remote support services update. The technical support center was contacted to continue resolving the blue screen issue, and corrective software was installed to address station boot problems to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower, the station was stuck on blue screen. The customer stated that the station was rebooted, but the issue persisted. The customer indicated that there had been a power outage, after which the station became stuck on the blue screen. They also reported that they were attempting to remove medication from the station at the time of the issue. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.